Event description:
The customer stated that they are getting low blood glucose alerts, although their blood glucose is good. In the morning of the phone call the threshold suspend feature activated. The customer's blood glucose was 117 mg/dl. The customer did not exhibit symptoms of low blood glucose. The sensor glucose value was 173 mg/dl and the threshold limit was set at 60 mg/dl. After reviewing the customer's data it was determined that the isig values were dropping while sitting, driving, or lying on their back at night with arms over their stomach, on the sensor. The customer also reported lost sensor and calibration error alarms. The customer did not want to troubleshoot for these alarms because they stated that they understand why these alarms occur. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.